Manufacturer narrative:
Method - the actual device involved in the incident was evaluated. Results - upon visualization, the dual-tailed lead was returned incomplete. The lead was cut at the terminal end. Top channel 15 electrode is missing from the paddle. There was discoloration in the lead paddle. No functional testing was performed due to incomplete lead. Conclusion - complaint about "serious injury" could not be confirmed; as received the lamitrode was incomplete and cut at the terminal end. No functional testing was performed due to incomplete lamitrode. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the patient was scheduled to be implanted with an scs system. The doctor performed a laminectomy, inserted the lead and observed a dural leak (fluid came out of the location where the lead was being inserted). The doctor removed the lead and fixed the leak. The doctor implanted a new lead without any difficulties. The patient was getting good stimulation post-op. The patient had no symptoms post-op.